Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. Explant date: does not apply - lens remains implanted and therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation a ¿plastic¿ particle was left behind in the eye the doctor collected it in a container with water. No additional information was received.

Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect justification verbiage for "h3" was entered in the section h10 of the initial MDR report. The information has been corrected in this supplemental MDR report as indication below: section h3 other (81): the lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Additional information: the suspected foreign material was received in an unknown aqueous solution. The material was forwarded to an independent laboratory for further analysis. The fourier transform infrared (ftir) results were compared against the johnson and johnson (añasco and groningen) manufacturing process. The ftir library yielded no results with a 0.90000 correlation or higher. The top hit was ¿z320091pouchunprintediolinnertransparent¿ with a 0.87011632 correlation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.